Manufacturer narrative:
Event date is estimated after the vad exchange which took place on (B)(6) 2018. Vad exchanged was reported under MFR# 2916596-2018-02087. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a prolonged hospitalization for complicated infections including mycobacterium abscessus bacteremia requiring surgical debridement and multiple prolonged intravenous ( IV) antibiotics course.additional information states that chronic polymicrobial infections including: (B)(6), klebsiella, citrobacter, proteus, c. Jeikeuim occurred after lvad device exchange in (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6), including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.